Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm monopolar cautery instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a cracked tube adapter at the distal end. There were no broken pieces. Additional observation(s) related to the customer reported complaint: the instrument was found to have a bent electrical contact (male prong) at distal end. The bent electrical contact was aligned with the cracked tube adapter. No missing part observed. No thermal damage was observed. The instrument passed electrical continuity test.

Event description:
It was reported that during central processing, the 8mm monopolar cautery instrument tip had a crack in it. The procedure was completed with no reported injury.